Manufacturer narrative:
(B)(4).

Event description:
It was reported that, in the daytime, the patient went to a hospital with problems with his bowels. He could not have a bowel movement. He was just having tremendous bowel problems, felt a pop of some sort, and after that started experiencing a neurological deficit below his waist, in his legs and feet. He was transferred to a different hospital and was taken to the emergency room for an epidural hematoma that was above the lead and in the epidural space. The epidural hematoma that was above the lead and in the epidural space. The epidural hematoma was putting pressure on his spinal cord, so the system was removed and patient was in the hospital but he was not paralyzed. He did have movement of his extremities. The epidural hematoma was bright red, it was very fresh, according to the doctor. The patient was seen three days later and was doing much, much better. Bowels returned, legs were working great, except a bit of weakness in left leg.